Event description:
The patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) with ketones of 3.7 while wearing the pod between 5 and 24 hours. The patient administered a correction bolus of 2.35 units which did not bring down the hyperglycemia. This led the patient to go to the hospital after changing the pod and administering 5 units of insulin with a pen. As treatment, the patient was kept under observation, given blood tests as well as given anti-sickness tablets (name unknown) to treat vomiting. The patient was released after 5 and a half hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.